Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958 implantable tachy lead, implanted: (B)(6) 2005; product ID d154atg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the right atrial (ra) lead had a possible fracture. The ra lead exhibited high impedance and rising thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.